Manufacturer narrative:
Evaluation summary: the analysis results found that the pph03 device arrived in good visual condition with 2 staples present and with the breakaway washer uncut. This condition indicates that the device did not achieve a full firing cycle. If the firing sequence is not complete, staples can be deployed without cutting the washer. This can occur: if the orange indicator is not fully in the green firing range of the gap setting. The instructions for use states, "before firing, ensure that the orange indicator is fully within the green range of the gap setting scale." If the adhesive used to bond the casing of the device migrates to the staple driver. Adhesive migration does not affect the firing mechanism but may result in audible and tactile feedback at the midpoint of the firing cycle. This audible and tactile feedback may be misinterpreted as a completed firing cycle. This will result in an incomplete cut line and improper staple formation.the device was reloaded with staples and tested for functionality with a test washer. It fired a complete staple line and cut the test media and breakaway washer without incident. The staples were noted to have proper b-formation. A batch review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a pph (longo technique) procedure and after performing a purse string suture the surgeon stated that the closing time was quicker than usual. There was an unusual noise and he found it difficult to extract the device. The device cut and sutured properly posterior, but cut and did not suture anteriorly. Some staples remained in the anterior after firing. The procedure was completed by hand suture. There was no pt consequences were reported.